Event description:
In 2007, the sales rep reported that the screwdriver would not seat properly in the screw causing the screw to toggle. On six days later, the sales rep responded with clarification of the event. The pt underwent a posterior cervical fusion from c4-t6. During the surgery, the driver would not seat properly in the screw which contributed to the toggling of the screw and loss of bite to the bone. As a result, the surgeon skipped two levels to complete the construct. There was a 45 minute surgical extension. The surgeon was able to finish the case with the use of drivers from another kit.

Manufacturer narrative:
Eval is pending upon the return of the product.